Event description:
A patient reported blood glucose results of "244 mg/dl and 144 mg/dl" with a lifescan meter, performed within 10 minutes of each other because the control solution was expired, quality control could not be run on the product. No injury was reported. All product was replaced.